Event description:
It was reported that there were two telemetry pts that did not show telemetry for approx 1.5 hrs, with no error message and no visual alarm. The bed numbers and telemetry transmitter numbers were displayed, but no telemetry waveforms. There was no serious injury or death associated with this event. The situation would be relatively detectable as the pt window was present, but with the waveforms missing. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.